Event description:
It was reported that the patient was not feeling well. The atrial lead was undersensing p-waves and not capturing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) competitor implantable cardioverter defibrillator 2009 (B)(6); 7120 competitor implantable tachy lead 2009 (B)(6), abdominal stent graft x 4 2011 (B)(6). (B)(4).